Event description:
The customer contact reported device breakage; subsequently bleed back was noted. An unspecified primary tubing set was being used to deliver an unspecified medication. At an unspecified time, the microbore male adapter of the extension set was connected to a microclave port at an unspecified location on the primary set for a delivery of an unspecified medication. After an unspecified length of time, it was reported that while the nurse disconnected the extension set from the microclave port, the male adapter of the extension set broke off in the microclave port. An unspecified volume of bleed back into the primary tubing set was noted. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.